Event description:
A physician reported that during suction phase the patient´s eye became too soft multiple times. The surgery was completed with no patient harm. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. (B)(4).

Manufacturer narrative:
A service visit is scheduled. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the company rep did not indicate finding any issue related to the reported event. As a preventive measure, the fluidics was replaced and returned. The fluidics was received for evaluation. A visual assessment of the returned sample did not reveal any obvious visual nonconformities. The returned sample was then installed into a calibrated system hotbed system. The system was booted up without any system message (sm) or abnormalities found. A combined cassette was then inserted into the fluidics module and was successfully primed. The returned sample was then tested and found to meet specs. The root cause cannot be determined conclusively. The MFR internal ref number is: (B)(4).